Manufacturer narrative:
H.6. Investigation: 2 samples were received and tested by our quality team. The samples presented with clear separation at the blue clip and the customer's complaint was verified. The samples were then visually analyzed under microscope to determine possible root cause- which was found to be a lack of solvent at the tubing to blue clip junction. A device history record review for model 10942011 lot number 21065380 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation with lot #21065380 regarding item #10942011 a complaint history check was performed and this is the 8th related complaint reported with the defect/condition of separation regarding item #10942011 over the 12 month period before this complaint. H3 other text : see h.10.

Event description:
It was reported that the bd alaris pump module infusion set experienced component separation. The following information was provided by the initial reporter: they are concerned about the durability of the alaris tubing. They are breaking off and are not sure that its breaking vs. The adhesive is not holding at the connection juncture near the cassette for the cell on the pump. Could result in loss of medication if not discovered until after the tubing is hung.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module infusion set experienced component separation. The following information was provided by the initial reporter: they are concerned about the durability of the alaris tubing. They are breaking off and are not sure that its breaking vs. The adhesive is not holding at the connection juncture near the cassette for the cell on the pump. Could result in loss of medication if not discovered until after the tubing is hung.